Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis. Left sided deflation was first observed on (B)(6) 2018. As a result, the device was replaced with another mentor smooth round spectrum 425cc saline prosthesis on (B)(6) 2018. The left prosthesis was thought to have perhaps been further punctured during the replacement surgery.

Manufacturer narrative:
Additional information was received on 8/10/2018. The date of the event was (B)(6) 2018. The investigation of the returned product was completed by the failure analysis lab on 8/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis. Left sided deflation was first observed on (B)(6) 2018. Upon receipt by mentor, the device contained no fluid. Red material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. A rent was discovered within the crease measuring approximately 0.7 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for lot number 6736262 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).